Event description:
During an in clinic follow up, the device was not able to be interrogated. A magnet was placed and there was no response from the device. No intervention has been performed. The patient was stable.

Event description:
Additional information was received that the device was explanted and replaced to resolve this event. The patient was stable.